Manufacturer narrative:
D6; device returned with no lot ID. H6; yielded jaws. The product complaint analysis team has completed its investigation of the device which was returned to the co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, damaged feed bar, damaged floor, damaged handle shrouds, damaged tip shrouds, damaged trigger, damaged tube, damaged weld seams, no; and damaged jaws, yes. Functional tests & results: antibackup functional, firing: feed conform, lockout function, yes; firing: form conform, jaws: hold clip, no; and jaws: inside width at tips, .218. Analysis conclusion: based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. It should be noted that if the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure that the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The er320 was used during a laparoscopic cholecystectomy. It was reported the handle would close but the clips were coming out not formed. Another er320 was opened to complete the case. The rep is returning clip with the device. There was no consequence to the patient.